Event description:
A black hair was found wrapped around bovie cord, inside of bovie holder and was found after table was setup. This required a complete break down of table and a new setup. Cardinal health basic. Exp:2029-11-01. Mfg date: 03-19-2026. Lot: 763369. Quantity: one. Catalog: sba12bahmn.